Manufacturer narrative:
Results: the jet7 was fractured approximately 129.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a fracture on the distal shaft. If the device is forcefully manipulated against resistance, damage such as stretching may occur. Subsequently, if force is applied by flushing to a compromised device, damage such as a fracture may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra balloon guide catheter and a non-penumbra stent retriever. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed one pass using the jet7, the balloon guide catheter, and the stent retriever, then removed the jet7. While flushing the jet7 on the back table, it was noticed that the distal tip of the jet7 expanded. Therefore, the jet7 was not used for the remainder of the procedure. It was also reported that the physician experienced resistance while advancing the jet7 during the first pass. The procedure was completed using another catheter and the same guide catheter. There was no report of an adverse effect to the patient.